Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic') and genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure (batch no. A96179) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, left lower quadrant pain, pelvic inflammatory disease, d & c, adenomyosis, chronic cervicitis, paratubal cyst and multiparous. Previously administered products included for birth control: mirena. Past adverse reactions to the above products included menorrhagia with mirena. Concurrent conditions included painful periods. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2016 for birth control as well as ketorolac tromethamine (toradol) and nsaids since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety & mental anguish, psych injury") and depression ("psychological or psychiatric problems condition: depression / psych injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain: abdominal") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe), ethinylestradiol;norethisterone (ortho-novum) and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the anxiety, depression and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2007 (summons) and (B)(6) 2013 (pfs). Patient had received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding and not for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2015: cervix, uterus, and endometrium appear with fibroid seen as described. Calcification seen as described. Bilateral ovaries appear with no adnexal masses.; on (B)(6) 2015: parous cervix and uterus which was 6 weeks' size and anteverted. Normal peritoneal surfaces without evidence of endometriosis. Normal ovaries and tubes. Normal liver margin. Hysterosalpingogram - on (B)(6) 2013: result: essure device was successfully occluded. Bilateral occlusion. Pathology test - on (B)(6) 2015: cervix-chronic cervicitis with squamous metaplasis. Endometrium-secretory pattern. Myometrium-multifocal adenomyosis serosa-no pathology. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, menorrhagia, pelvic pain, fibroid uterus quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (batch no. A96179) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, left lower quadrant pain, pelvic inflammatory disease, d & c, adenomyosis, chronic cervicitis, paratubal cyst and multiparous. Previously administered products included for birth control: mirena. Past adverse reactions to the above products included menorrhagia with mirena. Concurrent conditions included painful periods. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2016 for birth control as well as ketorolac tromethamine (toradol) and nsaids since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety & mental anguish, psych injury") and depression ("psychological or psychiatric problems condition: depression / psych injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain: abdominal") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe), ethinylestradiol;norethisterone (ortho-novum) and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the anxiety, depression and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2007 (summons) and (B)(6) 2013 (pfs). Patient had received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding and not for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination on (B)(6) 2015: cervix, uterus, and endometrium appear with fibroid seen as described. Calcification seen as described. Bilateral ovaries appear with no adnexal masses; on (B)(6) 2015: parous cervix and uterus which was 6 weeks' size and anteverted. Normal peritoneal surfaces without evidence of endometriosis. Normal ovaries and tubes. Normal liver margin. Hysterosalpingogram on (B)(6) 2013: result: essure device was successfully occluded. Bilateral occlusion. Pathology test on (B)(6) 2015: cervix-chronic cervicitis with squamous metaplasis. Endometrium-secretory pattern. Myometrium-multifocal adenomyosis serosa-no pathology. Pregnancy test urine on (B)(6) 2013: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, menorrhagia, pelvic pain, fibroid uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : incident category updated. New events abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding and psych injury added. Outcome for the events pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and general abnormal bleeding updated to recovered / resolved. Patient dob added. Reporter information, product indication, insertion date and removal dates updated. On (B)(6) 2019: pfs and mr received: new events abnormal bleeding (vaginal, menorrhagia), event psych injury clubbed to event psychological or psychiatric problems condition: anxiety, depression & mental anguish and fibroid uterus added, outcome for the events abnormal bleeding (vaginal, menorrhagia) added as recovered / resolved. Reporter information added. Lot number added. Medical history, historical drug, concomitant and treatment drugs added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.